Manufacturer narrative:
A customer alleged 4 discrepant patient results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. All of the discrepant results occurred using the same analyzer on the same day. No harm was alleged. An investigation is underway to evaluate the customer issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positive results for four patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. All of the original patient samples generated positive sars-cov-2 results but when retested on additional analyzers, generated discrepant results. No harm was alleged for any of the patients. Per FDA guidance, 4 mdrs will be filed, one per discrepant patient result. The customer collected patient samples with nasopharyngeal swabs and bd 3ml utm (bd 005c39) media tubes. The samples were stored in a refrigerator between use according to the package insert instructions. Per the methods sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the investigation conclusion to 2243471-2021-00220. An investigation was performed to evaluate the customer's allegation of 4 discrepant patient results. No product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positive results for four patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. All of the original patient samples generated positive sars-cov-2 results but when retested on additional analyzers, generated discrepant results. No harm was alleged for any of the patients. Per FDA guidance, 4 mdrs will be filed, one per discrepant patient result. The customer collected patient samples with nasopharyngeal swabs and bd 3ml utm (bd 005c39) media tubes. The samples were stored in a refrigerator between use according to the package insert instructions. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. To rule out analyzer contamination, the customer collected instrument swab samples on (B)(6) 2021 and again on (B)(6) 2021. These swabs were tested with the liat® sars-cov2/flu test and the liat® flua/b and rsv test. All swabs generated negative results for all targets. A systems assessment found that there are no issues with either analyzer and provided the following feedback about the alleged samples: for patient 1, no scenario could be provided where a sars-cov-2 positive that strong would not repeat positive. No anomalies were identified in either liat® run that would explain the discrepancy. The root cause of this discrepancy remains unknown, as the strong positive result was not reproducible using the same assay nor the cobas® 6800 assay. The negative result generated with the cobas® 6800 test is not in question, since a negative result was also obtained with the liat. For patient 2, although unusual, it is possible that both sars-cov-2 and flu b are present. The strong sars-cov-2 amplification may have suppressed the flu b target in the original test. Competitive inhibition of flu b is known to occur when sars-cov-2 concentrations are above 3.60e+04 copies/ml and flu b concentration are low (~3x lod). The sars-cov-2 amplification is not as strong in the retest, and this could be why flu b was not suppressed in the second run. The other two samples, for patient 3 and patient 4, were retested at least twice and generated negative results for all targets each time. Both of these samples had robust amplification curves and relatively early CT values when they were originally tested.